Event description:
The initial importer 30-day FDA 3500a reports incorrectly cited "12 december 2018" as the date leica biosystems received additional information related "...to patients from whom tissue samples were involved in the event:..." The correct date is 11 december 2018 and should read: "on 11 december 2018 the following information was provided to leica biosystems by the complainant in relation to patients from whom tissue samples were involved in this event. This correction applies to reports 1423337-2018-00017, 1423337-2018-00018, 1423337-2018-00019 and 1423337-2018-00020.

Event description:
Leica biosystems received a complaint of sub-optimal tissue processing. On (B)(6) 2018, the following information was communicated to leica biosystems via email, "...out of the cases that were processed on those two runs, there was one case the pathologist was unable to provide a definitive diagnosis. There were others that the pathologist gave me to enter a qa comment to the case. I spoke to my director and she stated no incident report was needed with issue being internal. If clinicians need further information, then incident report is necessary". On (B)(6) 2018, the following information was provided to leica biosystems by the complainant in relation to patients from whom tissue samples were involved in this event: (B)(6), female, (B)(6) years: re-biopsy not applicable. Clinician notified that close clinical follow-up was advised; artifactual changes caused by improper processing limited interpretation and ihc staining results; and possible under reported results were noted. (B)(6), female, (B)(6) years: re-biopsy not applicable. Clinician notified that close clinical follow-up was advised; technical issues with processing significantly impacted diagnosis and limited interpretation and ihc staining results; and possible under reported results were noted. (B)(6) , female, (B)(6) years: re-biopsy not applicable. Clinician notified that close clinical follow-up was advised; technical issues with processing significantly impacted diagnosis and limited interpretation and ihc staining results; and possible under reported results were noted. (B)(6), female, (B)(6) years: no re-biopsy. Clinician notified that clinical correlation with clinical findings recommended; and there was a comment in the final report that biomarkers may not be entirely representative. Refer to importer reports: 1423337-2018-00017, 1423337-2018-00018, 1423337-2018-00019 and 1423337-2018-00020 for details on all the four (4) patients involved.